Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. Upon explant, a break in the tubing near the connection point to the reservoir and tearing in the left cylinder was identified, causing a fluid loss. All the components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).